Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "no disposable pump will not run". The alarm had been silenced, reviewed pump settings, and powered off the pump. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 10.0 ml and a given volume of 92.05 ml. The clamp on tubing had been closed and cassette was removed. They gently tap the bottom of the cassette on a hard surface and massage tubing to release any air bubbles present in the tubing. The cassette was reattached, tubing remains clamped, pump powered on and alarm persisted. The pump had been powered off. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.